Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the adhesive portion of the infusion set did not properly adhere, resulting in the infusion set falling away from their body. The home care user reported that their blood glucose levels rose due to the interruption in insulin therapy. The home care user reported that they administed an insulin injection to resolve their high blood glucose. No further adverse effects to user reported.